Event description:
When access to left supericial femoral artery was attempted from right brachial site, stent would not deliver. When removal of stent was attempted, it became stuck at sheath. Sheath was removed and stent remained in brachial artery and caused bleeding. Patient underwent surgery to remove stent. This event was an off-label use of the device as device is indicated for use in the biliary tree.